Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the cause for the reported tissue injury cannot be determined. The reported mr appears to be a cascading effect of the reported tissue injury. Additionally, the reported patient effects of mr and tissue injury are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report recurrent mr, tissue damage, intervention, and prolonged hospitalization. It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr). On (B)(6) 2022, a mitraclip procedure was performed and one nt was implanted. The mr was reduced from grade 4+ to 2+. On (B)(6) 2023, the patient presented with recurrent mr at grade 4+. Additionally there was observed tissue damage from the mitraclip. The physician could not confirm if disease progression was the cause, as the first intervention was a different institution. One xtw was implanted to reduce the mr to grade 1-2+. There were no adverse patient sequelae. No additional information was provided.